Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2010. During testing, channel 3 of the device passed all testing. The customer contact indicated the event was a result or an operator error in programming the device. The device history was downloaded at the user facility. The device history indicates that on (B)(4) 2010, at 2316, line a of channel 3 was programmed in the dose calculation mode to deliver norepinephrine 4x, 16mg/250ml, with a dose of 0.360mcg/kg/min and weight of 158kg, with a vtbi (volume to be infused) of 213ml, for a calculated rate of 53.3ml/hr and duration of 4 hours, and the delivery was started. The device was titrated 6 times between 2316 and 0246. At 0246, line a delivery was stopped with a volume infused (vi) of 394.1ml. Within the same minute, backpriming was started. At 0247, the device alarmed for n183 (proximal occlusion b at startup). Backpriming was started four add'l times, each time followed by an n183 alarm. At 0247, the alarms was silenced, and the settings on line a were cleared. At 0252, channel 3 of the device was powered off. A review of the device history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving less medication than intended. At an unspecified time, line a on channel 3 of the device was programmed to deliver an unspecified amount of norepinephrine and the delivery was started. No specific programming parameters were provided. Line b of the device was not in use. At approx 0245, when the nurse attempted to titrate the rate, the device alarmed for n183 (proximal occlusion b at startup). The nurse attempted multiple unsuccessful times to clear the alarm condition and restart the delivery. The "pt lost palpable b/p (blood pressure) and the heart rate went from 100 bpm (beats per minute) to 26 bpm." A code was called and the pt was treated with an unspecified "bolus" of epinephrine using channel 1 of the same device. The customer contact reported that the "patient survived and recovered quickly without any adverse effects." The norepinephrine therapy was resumed on channel 1 of the same device. At an unspecified time, the device was removed from clinical service. The customer contact indicated the event was a result or an operator error in programming the device. It was found that when attempting titration on line a, the nurse inadvertently pressed the backprime button. There was no solution container attached to line b which is needed for successful backpriming; therefore, the device alarmed n183 each time the backprime button was pressed. The customer contact indicated that the nurse was retrained on the use of the device following the event. Though requested, no add'l info was provided.